Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope distal end was rotated. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d4, d8, e1, g2. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was component failure in the charged coupled device (r-unit), and therefore image misalignment occurred. Light guide fiber in the universal cable was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image misalignment was caused by component failure of the unit spanning from the distal end to the main body. The light guide fiber in the universal cable was broken which was caused by component failure of light guide fiber. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue was found during reprocessing. There were no reports of patient involvement.